Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01556 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the ventilators touchscreen was frozen, will not calibrate and the navigation ring was not working. There was no patient involvement. The service engineer (se) inspected the device. The se found the navigation ring was not responding to touch. The se replaced front bezel to address the reported issue. It was reported that the customer replaced the touchscreen to address the touchscreen issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.